Manufacturer narrative:
Additional information: date of explant. An event regarding a loosening involving a tritanium shell was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned. A review of the provided medical records by a clinical consultant noted; the tritanium cup was found to be loose and was replaced with a zimmer trabecular metal cup, the stem was retained but provided with a new ceramic head. There are no x-rays to analyze the problem although on one occasion, the radiologist reports that the cup had a ¿slightly vertical¿ orientation. I suspect this could be more than slightly because (non skeletal) radiologists usually underestimate aspects of component (mal)position. So, there is clearly a possibility of component malposition causing overload, possibly with impingement to contribute to the cup loosening but the evidence is rather thin and would require x-rays for a stronger level of evidence. As such can a procedure related principal failure mode be suspected but unfortunately not really be proven with the current information. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays and patient history are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that a revision was performed on patient's hip. Per clinical research: awaiting further information.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a revision was performed on patient's hip. Per clinical research: awaiting further information.